Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with injections. The customer reported via phone call that the insulin pump had a prime/fill anomaly. Customer's blood glucose at time of incident was 202 mg/dl. The customer stated they are stuck in rewind complete/bolus delivery loop. The customer was advised to press act on the rewind complete screen and keep showing rewind complete. The customer was advised to remove battery for 11 minutes, she already completed. The customer insulin pump did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. The customer was advised the pump will need to be replaced. The customer was advised not to attempt bolus delivery while in the rewind/fill tubing process.